Event description:
The device has episodes of noise recorded that is reproducible each time the pt paces in the ventricle. When the pt exerts himself (i.e. Pushing against wall) there is a 150 ohm drop in rv pushing against wall) there is a 150 ohm drop in rv pacing impedance. At this time, the device remains implanted, however, a lead revision will be scheduled. On (B)(6) 2010 - as of today, this lead is still implanted. If add'l info becomes available, this report will be updated.